Event description:
At 8 years post-op, severe poly wear and proximal humeral osteolysis. Revision surgery required.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.